Event description:
It was reported that this right ventricle (rv) lead exhibited high pacing threshold with no capture and high impedance measurements. The pace/sense portion of lead was capped and a new non-medtronic pace/sense lead was implanted. The coil impedance and dft (defibrillation threshold testing) on the existing lead performed successfully and it remains implanted for high power therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.